Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device not returned.

Event description:
Customer reported that the polyethylene breaks when inserting and it has occurred with two different surgeons. Delay of approximately 2 minutes maximum. Per sales rep: no debris was left behind in patient.